Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the facility to inspect the subject device. While reviewing the unit, the fse replaced the sdi cable, then tested the unit. The subject device was functioning properly following the replacement of the sdi cable. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that the image on her olympus evis exera iii video system center was flickering in and out during a diagnostic procedure. According to the initial reporter, the intended procedure was completed using a back up system. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the image issue could not be determined. Olympus will continue to monitor field performance for this device.